Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and was in critical override mode. The field service engineer (fse) arrived on site and worked with the customer to re-seat the network cable, after which the station was allowed to complete synchronization. The device was tested, and all functions were verified to be operating correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating, required the customer to place it on critical override to dispense medications; the station was offline in remote smart service (rss), and a reboot was performed but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.